Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section h6 (investigation findings-706 & investigation conclusions code-706) with this report. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 38 alarm during testing. Thump software was utilized and downloaded trace/history files properly. In further analysis of the pump history found multiple pump error 38 alarm on (B)(6) 2024 from 21:40:42.000 until 22:03:29.000. Pump was cut open to perform visual inspection and found damage motor slide tip and motor slide debris found in the treads of the motor slide. Swapping out test motor slide confirms pump error 38 alarm is isolated to motor slide. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with broken motor slide tip and scratched case during the visual inspection. Pump error 38 alarm confirmed multiple times in the pump history and during testing due to motor slide debris found in the treads of the motor slide. Unable to verify customer alleged for high bg. Cosmetic damage confirmed on the motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced rewind anomaly, damage (physical or cosmetic). The customer reported blood glucose value of 16 mmol/l. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: troubleshooting was performed for the event. The event involved product(s) mmt-1885. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.